Event description:
During baxter's evaluation, it was observed that the mechanism installed in the spectrum infusion pump did not match the serial number listed in the device history records (DHR).

Manufacturer narrative:
Manufacturer reference no.: (B)(4). During baxters evaluation, the mismatched serial number was confirmed. Evaluation found that the serial number found within the pump's software was not the same as the serial number found on the outer case of the pump. Evaluation also found that the processor printed circuit board was replaced by the customer. Review of the device history lot records show that this circuit board was not original to the pump. This indicates that unauthorized repairs were performed on the pump which could compromise all internal electrical components. The device is irreparable and has been retired.